Event description:
It was reported that a balloon rupture occurred. The target lesion was located in the moderately tortuous and severely calcified artery. A 10mmx2.50mm wolverine coronary cutting balloon was selected for use. During the procedure, upon first inflation, it was noted that the balloon ruptured at 6atm within 20 seconds in a form of a pinhole. The device was removed using normal method without any problem. The procedure was completed with another of same device. No complications were reported, and patient was in good condition after the procedure.